Manufacturer narrative:
Summary of event: as reported, a beacon tip torcon nb advantage angiographic catheter was used during a procedure involving assessment of "renal artery surgery". Access was obtained in the common femoral artery. Toward the end of the procedure, upon performing the last power-injection of the renal artery, the physician noticed a dissection of the mid-to-distal renal artery. No intervention was required to treat the dissection. The procedure had been successfully completed with the complaint device. Although there has been no alleged malfunction of the complaint device, the user reportedly suspects that the dissection may have been caused by the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU), drawings, manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. A search of sales to the customer was unable to determine the lot. The product IFU states ¿if resistance is encountered during manipulation, stop and determine the cause before proceeding any further.¿ the information provided upon review of the dmr, IFU, and customer testimony suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that it is possible the patient¿s anatomy/condition contributed to the event, as the procedure involved assessment of ¿renal artery surgery¿, indicating that a surgical procedure had been performed within the renal artery at some point. The dissection reportedly occurred during the last power injection. Power injection within an artery that had been surgically altered/repaired could contribute to dissection. However, due to the lack of available information, this cannot be confirmed at this time. The risk analysis was reviewed, and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: per the customer, possible rpns are (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a beacon tip torcon nb advantage angiographic catheter was used during a procedure involving assessment of "renal artery surgery". Access was obtained in the common femoral artery. Toward the end of the procedure, upon performing the last power-injection of the renal artery, the physician noticed a dissection of the mid-to-distal renal artery. No intervention was required to treat the dissection. The procedure had been successfully completed with the complaint device. Although there has been no alleged malfunction of the complaint device, the user reportedly suspects that the dissection may have been caused by the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.